Manufacturer narrative:
The device was inspected by an arjo technician. The bed evaluation and photos received confirmed the reported power cord malfunction. The damaged part was replaced. Based on the information gathered, the photographic evidence provided and the arjo technician's assessment, it appears that the scorch marks on the plug and power cord were the result of a short circuit that occurred when facility personnel put the plug with the pinched power cord into the socket. The review of post-market surveillance data revealed that the main factor which could lead to the pinched/crushed power cord might be related to excessive external force or friction applied to the power cord (for example being caught in moving parts of the bed). The instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages: - "make sure the power supply cord is not stretched, kinked or crushed" - "make sure the power supply cord does not become entangled with moving parts of the bed" - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. Based on the above and the indication that the power cord was damaged before the bed was connected to the power supply, the cause appears to be usage error. Arjo device failed to meet its performance since the power cord and it's plug were damaged. It is unknown if a patient was in the bed at the time of the event. This complaint was deemed reportable due to damage to the power cord and it's plug resulting in scorch marks.

Event description:
According to the information provided, the enterprise 5000x bed was connected to the power source by the facility staff after the power cord had been pinched/crushed. This resulted in a short circuit. The bed plug and the power cord had scorch marks. No injuries were reported.